Manufacturer narrative:
(B)(4). The customer requested assistance in obtaining retrospective data for a patient that expired. There is no allegation of a device malfunction. From the limited available information, there is no indication either that there was any delay in therapy or that there was any lack of awareness of the patient condition. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer requested assistance in obtaining retrospective data for a patient that expired. There is no allegation of a device malfunction.